Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 5:30 am the patient obtained the error 1 error message on the reported meter; she did not obtain a blood glucose reading. Afterwards, the patient took her usual dose of "70/20" insulin, dose not provided, and 60 units nph insulin. At 6:30 am the patient experienced the symptoms of nausea and sweating. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a battery leakage and pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.